Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation. The right atrial lead was noted to have noise, increased impedance, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.